Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and the cause was not known. The infusion set site was removed and changed. A pump system check was performed and no device issues were identified. The customer acknowledged that the pump was functioning as intended. Tandem technical support advised the customer to discuss the event with a healthcare provider.